Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of a leadless implantable pulse generator (ipg) micra av2, there were several complications. Initially, the device was deployed, but due to an elevated threshold, a decision was made to recapture and redeploy it. During the recapture process, there was difficulty in aligning the cup with the proximal end of the device, and the cup retracted into the cone without manipulation of the delivery system controls. The device came free from the septum without proper recapture, and there was an issue with the tether not allowing full alignment of the cone with the proximal end of the device. Tether resistance was encountered during the procedure. The device was eventually pulled back into the cone as best as possible and explanted. It was also noted that the introducer was used more than six months after the use by date. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.